Manufacturer narrative:
The device was returned for analysis. The mechanical jam was confirmed based on the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to circumstances of the procedure. Based on the returned device analysis, the cause of the reported difficulties appear to be because step #2 was attempted prior to step 1; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number updated from 3081841 to 3071443.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of an unknown vessel using a proglide after a electrophysiology ablation interventional procedure. Reportedly a cuff miss [suture retrieval issue] occurred. Another proglide was used but the same occurred. Another proglide was used but the plunger was unable to be depressed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.